Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 1 photos was provided for investigation. The photo was reviewed and the indicated failure mode for fibrin and hemolysis with the incident lot was observed. Poor barrier separation was not observed. Erroneous results were not able to be investigated since the erroneous analytes and the instrument information was not provided. Additionally, 10 retention samples from bd inventory were drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 3450rpm for 10 minutes, using an mse mistral 1000 centrifuge. All 10 tubes were found to have good gel separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was able to confirm this complaint for fibrin and hemolysis based on the investigation completed. A complaint history review was completed and this was the 1st complaint received for the reported defects on this lot. Bd was unable to determine a root cause. H3 other text : see h.10.

Event description:
It was reported with the use of the bd vacutainer® sst¿ ii advance plus blood collection tubes experienced poor barrier separation of sample and erroneous results. The erroneous results event occurred 25000 times. The fibrin event occurred 2500 times. The hemolysis event occurred 2500 times. The poor barrier separation event occurred 2500 times.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® sst¿ ii advance plus blood collection tubes experienced poor barrier separation of sample and erroneous results. The erroneous results event occurred 25000 times. The fibrin event occurred 2500 times. The hemolysis event occurred 2500 times. The poor barrier separation event occurred 2500 times. The following information was provided by the initial reporter: the customer stated "after the yellow tube is separated, the upper serum turned red, the separation gel is abnormal, the biochemical value is inaccurate, and the indicators are abnormal. A large number of patients in the hospital need to be recollected. Cause serious impact on normal work. The erroneous results were related to poor separation effect of the gel."